Manufacturer narrative:
The investigation is pending. Though requests have been made for additional information, to date none has been received.

Event description:
A user facility in (B)(6) reported that a patient received a burn on the face whilst receiving a thermage flx treatment. It is reported that the tip was used for 900 shots, with an energy level: 1.5 ¿ 2.0, with no vibration. Although requests for more information have been made, to date none has been received.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. It was reported a patient experienced burns on the face post thermage flx treatment. Customer used tip 900 shots, energy level: 1.5 ¿ 2.0, no vibration. There is no other identifiable treatment information available in the case. No products were returned for evaluation for this case. According to thermage flx user manual (p009418-04 rev. A), burns are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. No information from treatment and no products produced by customer for this case. Based on the available information, no causal factor can be determined, and no conclusion can be drawn. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.